Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. Blood glucose value is unknown. It was stated that the customer had to rewind after each alarm. It was confirmed in the alarm history that the alarms occurred every 4 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error.